Manufacturer narrative:
(B)(4). D10: 00576401552: femoral component option for cemented use only size e right: 63892860, 00596403214: articular surface size ef 14 mm height ''use with plate 3: 63686545 00597206532: all poly petella standard cemented size 32 mm diameter 8.5 mm thickness: 64358538 unknown: unknown cobalt cement: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee procedure. Approximately 6.5 years post-op, the patient has been scheduled for a revision procedure for tibial loosening. Attempts have been made and all available information has been provided.